Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was not performed as no lot number was provided. The reported condition could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were some cracks on the light blue main body of the twist clamp of a minicap transfer set. No patient injury or medical intervention was indicated in association with this report. No additional information is available.